Event description:
It was reported that on an unknown date, a 19mm mechanical heart valve was implanted in the patient. On (B)(6) 2024, the valve was explanted.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of explant due to unknown reason was reported. The valve was returned to abbott for investigation and noted with a torn cuff and noted to be covered with white tissue. Both leaflets remained intact with mobility when manipulated. The device serial number was not provided, and therefore the device history record could not be reviewed. Factors that may cause or contribute to structural valve deterioration of heart valves include implant-related factors, biological factors, and patient-related factors. No implant-related or biological factors could be confirmed as information related to the implant procedure was not provided from the account. The patient¿s medical history included was not known. Based on the information received, while the cause of the reported incident could not be conclusively determined, the noted damage may have been caused by some external force applied to the valve. The reported surgical intervention was under case-specific circumstances for surgical removal of device. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.